Event description:
The doctor reported that the pt received a medpor sheet implant in october of 2005. The doctor stated that after the surgery the pt had persistent diplopia. At 15 months after the surgery, an MRI was performed and implantation cysts appeared to be around the implant. In 2007, the doctor removed the implant.

Manufacturer narrative:
Following a review of the device history record, all process and test criteria has been verified as complying with the medpor finished goods specification.